Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient's daughter that the previously working remote monitor did not respond to the start button. The power cord was unplugged and replugged in and another electrical outlet was tried but the situation did not resolve. The monitor was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the monitor was unable to power up due to an out of specification capacitor on the printed circuit board.